Manufacturer narrative:
Age at time of event: (B)(6) years old. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptom of oozing at the incision site was noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics and was explanted.